Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. The customer declined to answer if the issue caused their blood glucose levels to exceed 500 mg/dl, so there was no reported impact on their blood glucose levels. Technical support provided instructions for resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appears again, which the customer understood and acknowledged.